Event description:
Extra-gynecological surgical mesh composite polymer patient had laparoscopic hernia repair surgery on (B)(6) 2024. Today dr. (B)(6) stated he could not remember removing positioning balloon from mesh. Patient scheduled for diagnostic laparoscopy to verify if balloon was retained. Laparoscopy performed; balloon identified still attached to mesh on abdominal wall. Balloon retrieved and sent to lab for gross ID.